Event description:
The account stated that the cell-dyn 1800 analyzer generated a low wbc result. On (B)(6) 2010, a patient's result was 1.9 k/ul. One month later, the patient was hospitalized due to acute leukemia and another sample was tested at another lab and the result was 68.7 k/ul. The account believes that the (B)(6) result must be discrepant since the patient most likely had leukemia. No further patient information was provided.

Manufacturer narrative:
(B)(4). The report from the cd 1800 analyzer generated a wbc = 1.9 k/ul. The result was flagged as "ll" (critical low). The analyzer also flagged the mid cell population with a message indicating that the results may include cells correlating to monocytes, eosinophils, basophils, blasts, and other precursor white cells. On (B)(4) 2010, the following information was added. On (B)(6) 2010, the hospital reported a wbc = 53.5 k/ul result. On (B)(6) 2010, a wbc = 20.3 k/ul was obtained prior to adjusting for nucleated rbcs. The adjusted wbc = 1.2 k/ul. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
On (B)(6) 2010, the customer stated that the patient had expired. On (B)(4) 2010, the customer provided additional information. The cause of death as stated in the complaint was leukemia. The date of death was approximated to be (B)(6) 2010. Based on the information provided, it is unknown if the abbott product caused or contributed to the death that occurred approximately 1 month after the initial result.

Manufacturer narrative:
(B)(4). The customer technical advocate (cta) requested the result from (B)(6) 2010, datalog, and any other lab result. Data showed that quality controls (qc) were within specifications. No flags were present on the result. On (B)(6) 2010, the customer stated that when panic level results are present, the result is given to the physician to determine whether or not the sample should be sent out. The sample is not automatically repeated. In this case, the sample was not sent out for retesting. The fault log had no errors pending; therefore, sample mix up was ruled out. The customer reported that when the patient was admitted to the hospital one (1) month later, this was the first time that the leukemia was diagnosed; thus, the cell-dyn 1800 low wbc value could not have been due to cancer treatment. The cta suggested running precision and quality controls. On (B)(6) 2010, the customer reported that the original sample was not repeated, sent out for comparison, or redrawn. The physician, upon receipt of the results, had determined not to send the sample for testing. The cta confirmed that wbc precision was within specifications. Qc was within specifications on the date of the suspect result. There were no examples of suspect results generated. The cta could not rule out sample integrity or a handling/mixing issue. The customer reported that on (B)(6) 2010, the wbc result at the hospital was 53.5 k/ul. On (B)(6) 2010, the wbc result was 20.3 prior to being adjusted for nucleated rbcs. Once it was adjusted, the wbc result was 1.2 k/ul. The customer was not aware of the type of medication given at the hospital or when. The complaint data confirmed that on (B)(6) 2010, a wbc result of 1.9 k/ul was generated with the cell-dyn 1800 instrument. The data showed that the result contained "l" lower patient limit and lower panic limit, "h" upper patient limit and upper panic limit, and "ll" lower panic limit and lower printed report range limit dispersional data alerts. The wbc result was underlined and had an "ll" dispersional data alert. Mid cells were flagged which may be indicative of blasts as noted on the cell-dyn 1800 report. The product labeling provides information in regards to dispersional data alerts and provides troubleshooting instructions for mid data-related problems. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue. The data submitted to aid with the investigation illustrated that the cell-dyn 1800 instrument functioned as designed.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.